Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that it was suspected that the implantable cardioverter defibrillator (ICD) exhibited episodes of post sensed t-wave over-sensing. No intervention was performed. There were no patient consequences.